Event description:
As reported: two weeks after the fred stent was implanted, vessel occlusion was found. As the contralateral vessel is functioning, there is no health hazard to the patient. No health damage to patient. The aneurysm size was 6.7 mm × 3.7 mm. There were no complications. Regarding the vessel occlusion, the patient had well-developed collateral circulation, so the impact of where the occlusion occurred was minimal. The health damage was considered non-severe. The patient has recovered. Preoperative/postoperative antiplatelet/anticoagulant therapy was performed, with the plan being four agents for two weeks. There is no planned additional treatment for the vessel occlusion.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.